Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that the right cylinder had a ballooning, so the right cylinder and a pump were explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the functional test. No leaks were identified. The cylinder was microscopically inspected, and leak tested. The microscope test revealed that the cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The leak test found that the cylinder had a bulge when inflated with syringe. Based on the information available and analysis results, the bulge in cylinder confirmed the reported clinical observation of device - mechanical issue and cylinder - bulge.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that the right cylinder had a ballooning, so the right cylinder and a pump were explanted and replaced. No patient complications reported.